Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. According to the instructions for use (IFU) precautions: the efficacy of the novasure system has not been fully evaluated in patients with a uterine sound measurement greater than 10 cm. (B)(4).

Event description:
Following 2 unsuccessful cavity integrity assessment (cia) tests during a novasure endometrial ablation, on an uterus that sounded to 12cm, the physician decided to resound the uterus (with a metal sound both times, not a hologic device). This time "the entire sound was engulfed into the cavity and the doctor suspected she perforated." No hysteroscopy was done so the perforation was not confirmed. No treatment was given and the patient was discharged home.